Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned articular surface identified that the dovetail feature was damaged and flared out on both sides. The distal surface also exhibited damage in various areas, however, the reported event could not be confirmed. Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat tibial component size 2 catalog #: 00598002702 lot #: 66225277. G2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be seated in the tibial tray. There was no soft tissue to prevent the device from seating and there was no visible damage to the implant. After several attempts, a thicker articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.